Manufacturer narrative:
The returned reader was investigated. Visual inspection has been performed on returned reader, no issues were observed. Reader powered on with button depression. Blank screen was not observed. The complaint was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release . All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section e1 (country) was incorrectly updated in the initial report. Correction has been made.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness, seizure, aches, stomach aches, chills, thirst, and fatigue. Customer was unable to self-treat and was seen by a health-care professional (hcp) who administered d30 for treatment of convulsions. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness, seizure, aches, stomach aches, chills, thirst, and fatigue. Customer was unable to self-treat and was seen by a health-care professional (hcp) who administered d30 for treatment of convulsions. No further treatment was reported. There was no report of death or permanent impairment associated with this event.